Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred and the insulin gauge was inaccurate. Customer loaded a new cartridge successfully. Additionally, air bubbles were present in the patient line. Customer did not practice proper air removal technique. Air bubbles were primed out successfully. Customer's blood glucose was 218-235 mg/dl.